Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was pieces of the cartridge septum in the syringe. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer going through the load process incorrectly. Customer was able to successfully fill a new cartridge and resume insulin delivery.